Event description:
During verification testing at the service center, at power up, the device alarmed with a whitescreen software error.

Manufacturer narrative:
During testing it was found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to contamination on the user interface controller printed circuit board. The cause of the contamination was use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.